Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The review of the device history record (DHR) for the device showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. Manufacturing year 2016. A review of the system history records shows there has been events of unstable temperatures where the laser is located causing reports of optical coherence tomography issues. Those reports never had information of patient related complications. It was reported by applications support manager that all training and certification processes were within compliance. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient had procedure on (B)(6) 2017. One day post operation developed corneal abrasion in right eye. Two weeks post operation the surgeon was informed that the patient had been seen by hospital ophthalmologists due to decreased vision 5 days after surgery. The hospital noted a malformation in the patients cornea inferiorly (no incision or laser was created in the region). Patient also was diagnosed with a corneal melt, as well as an iol perforation and a localized corneal graft of the cornea weeks following the initial surgery. Patient preop was uncorrected visual acuity (ucva) right eye 0.4. On (B)(6) histoacrylic glue was used. On (B)(6) a localized corneal transplant, iol reposition and amnion membrane transplant. Visual acuity was at hand movements. Expected recovery time is one year. This report is to capture the corneal abrasion that required additional surgical intervention. A separate report was submitted for the intraocular lens subluxation and performation (2648035-2017-01685).